Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6), 2013. According to the complainant, the patient underwent his first bronchial thermoplasty treatment to the right lower lobe of the lung. No issues were noted with the device and the procedure went fine. Approximately ten minutes following the procedure atrial fibrillation was observed on the monitor and the patient was admitted to the emergency room and then cardioverted. The patient was discharged the next day and was reported to be doing fine. Reportedly, the physician did not feel that the atrial fibrillation was related to the procedure and the patient was scheduled for his second bronchial thermoplasty procedure the following week.

Manufacturer narrative:
Pt age: the exact age of the patient is unknown, however the patient was reported to be over the age of 18 years. Additional device info: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Contact office: (B)(6). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.